Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Additional patient code: (B)(4). It was reported that the patient underwent a hernia repair surgery on (B)(4) 2015 and physiomesh and covidien 3x was implanted. It was reported that following procedure the patient experienced pain and limited range of motion. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.